Manufacturer narrative:
17-aug-2017 product investigation results: product returned on 17-jul-2017. Product determined to be an oral-b flexisoft or precision clean brushhead on 31-jul-2017. Product determined to be counterfeit on 17-aug-2017.

Event description:
Brush portion totally fell off the shaft in mouth / brush heads fail [device breakage]. Brush portion stops its rotating action / brush portion becomes wobbly [device physical property issue]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on 05-jun-2017 that on (B)(6) 2017 the brush portion totally fell off the shaft of an oral-b brushhead, version unknown in his mouth. The consumer stated that he had been using oral-b electric toothbrushes for several years now, and these replacement brush heads had not lasted as long as they used to, failing after a relatively short time. The consumer elaborated that sometimes the brush portion stopped its rotating action, and sometimes the brush portion became wobbly. No symptoms developed. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush portion totally fell off the shaft in mouth / brush heads fail [device breakage]. Brush portion stops its rotating action / brush portion becomes wobbly [device physical property issue]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2017 that on (B)(6) 2017 the brush portion totally fell off the shaft of an oral-b brushhead, version unknown in his mouth. The consumer stated that he had been using oral-b electric toothbrushes for several years now, and these replacement brush heads had not lasted as long as they used to, failing after a relatively short time. The consumer elaborated that sometimes the brush portion stopped its rotating action, and sometimes the brush portion became wobbly. No symptoms developed. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.